Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis and experienced right sided deflation post procedure. The deflation was confirmed by a physical examination. As a result, prosthesis replacement with a mentor smooth round high profile 560cc saline prosthesis was performed.

Manufacturer narrative:
Device evaluation summary: the device was received with no fluid inside. White material was observed within the device. During initial evaluation, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. The device history record (DHR) for the lot number 5696422 has been performed, and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).